Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. It was also noted that stylet insertion and distal conductor continuity test results were failed. Using destructive analysis found distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high impedance and oversensing. During the replacement procedure, the new ra lead helix failed to extend after multiple repositioning attempts. Multiple stylet exchanges had occurred, and were becoming progressively more difficult to insert. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.